Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The computer was replaced on the navigation system. The navigation system then passed the system checkout and was found to be fully functional. The computer was received by medtronic but was under analysis at the time of filing. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was becoming unresponsive. It was further stated that when checking out the system, a medtronic representative (rep) was unable to replicate the behavior. However, there were no patients present so the rep was not sure if the account or another rep had deleted them already. When attempting to import the demo exams again, the system flagged them saying that the patient was already present on the system (probably within sr/lupe/exams). It was recommended to re-install the application and re-import the demo exams. After re-installing, the system was still unable to import demo exams. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, serial/lot #: unknown. Device evaluation: analysis was completed for the computer that was returned to medtronic. The computer booted normally to the application screen. The ear, nose & throat (ent) application started and ran normally. No unresponsiveness was observed. There was no failure found with the returned computer. Device evaluation: a software analysis was also completed. It was found that the reported issue was related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.